Event description:
A voluntary medwatch report (B)(4) was received from the user facility on (B)(6), 2013. The report indicated an injury that required intervention with no long term patient harm, as a result of ¿the permanent prolene suture broke off during the case¿. The initial reporter was contacted for additional information regarding the alleged injury; however, additional information could not be obtained. This event has been added to our complaint handling system and as an injury was alleged, this report is being submitted.

Manufacturer narrative:
Device reported was the airvance bone screw system. The lot number provided is not correct, therefore no manufacturing date can be determined. The product number and serial number were not provided. (B)(4): no device returned, no evaluation available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.